Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal on (B)(6) 2015. Patient was advised to reset the receiver and call back if the issue persisted. At the time of contact the patient did not report any injury or medical intervention.